Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-08232. The patient has two scs systems (thoracic and cervical). It was reported one of the patient's scs ipg migrated inside the pocket site. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the ipg was sutured down to prevent any further movement. Postoperatively, therapy was restored. Note: both ipgs are being reported due to its unknown which serialized model contributed to the issue.